Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on was observed and that the internal battery and power management board needed to be replaced to address the issue. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. Only the internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's internal battery and power management board need to be replaced to address the issue.